Manufacturer narrative:
(B)(4). The customer returned a guide wire for evaluation. The guide wire was observed to have a one distinct kink in the middle of the guide wire body. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 335 mm from the distal tip. The overall length of the guide wire measured 602 mm which is within the specifications. The outer diameter (od) of the guide wire measured 0.817 mm which is within the specifications. The undamaged portions of the guide wire was advanced an inventory ars and introducer needle to functionally check the guide wire. The guide wire passed through both components with minimum resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the middle of the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) was difficult to advance in the patient. Upon removal the swg was kinked.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was difficult to advance in the patient.upon removal the swg was kinked.